Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro¿ catheter and the patient experienced cardiac tamponade that required pericardiocentesis. After the procedure, effusion was checked and presence was confirmed by body surface echocardiography. Pericardial drainage was performed. The patient¿s condition was stable, so she was sent to hcu (high care unit). The patient has fully recovered and did not require extended hospitalization. Atrial septal puncture was performed with a rf (radiofrequency) needle. Ablation was performed on pvi (pulmonary vein isolation) and cti (cavotricuspid isthmus) before pericardial effusion or tamponade was confirmed. Steam pop was not confirmed. The physician's opinion on the relationship between the event and the product was no causal relationship with the product. No abnormalities were observed prior to or during use of the product. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31263118l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).